Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
In (B)(6)2023 intermittent non capture seen on hmsc recordings. Rv pacing impedance has fluctuated by around 700 ohms in the last year, current value in range at 891 on (B)(6)2024. The lead was capped today due to high rv threshold. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.